Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-02305. The pt ((B)(6)) received her scs system, including a surgical lead and an ipg, on (B)(6) 2010. It was reported the ipg and lead were explanted as they had become disconnected within the implant pocket. No pt complications were reported as a result of this event.